Event description:
Legal papers state plaintiff alleges that at the time of surgery the implant provided was hot the proper size and spacers were implanted. The plaintiff was sent to a nursing home and contracted an infection. Further follow up discovered the component provided at surgery was a custom component. According to the customs database notes, no x-rays were provided for the case and the surgeon was warned in a proposal letter that depuy cannot guarantee an optimal fit without properly scaled x-rays.